Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons.

Event description:
In 2009, the baxter service technician advised that the colleague infusion pump encountered the following issue with the channel a keypad: channel a selection key was working intermittently on an unknown date. The event occurred while servicing the device and there is no report of patient injury or medical intervention. There is no further complaint information available.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.